Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the turbine and gas supply tests during pre-use check. The ventilator was investigated by our field service engineer on-site. The blower module was found defective and replaced which resolved the issue. The replaced turbine module did not return for technical investigation. The root cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the turbine and gas supply tests during pre-use check. The ventilator was investigated by our field service engineer on-site. The blower module was found defective and replaced which resolved the issue. The replaced turbine was returned for technical investigation and pre-use check and it fails in (internal test) with the message (the air inlet is blocked). The root cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed the turbine and gas supply tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).